Manufacturer narrative:
The reported failure of pressure verification system pre-test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution.

Event description:
The manufacturer received information alleging a trilogy evo had a flickering lcd screen and the tidal volume settings changed. There was no harm or injury reported. There was no evidence the device was in patient use. The device was evaluated onsite by the manufacturer's field service engineer (fse). The customer's allegation of a flickering lcd was not duplicated. No components were replaced for this issue. There was no documentation stating if the tidal volume issue was observed. The device was tested and failed the pressure verification test. The device's three-way solenoid valve and proportional valve need to be replaced to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.